Manufacturer narrative:
The device evaluation found that the nozzle had foreign objects. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: it was unknown if there was a delay in the start of precleaning, and it was unknown if the endoscope was immersed in the detergent solution. Based on the results of the investigation, the foreign material was unable to be specified. The cause of the foreign material remaining was unable to be specified since it was unknown whether reprocessing was practiced in accordance with the IFU. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope had foreign material on the nozzle. There were no reports of patient involvement.